Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high defibrillation impedance. An x-ray and fluoroscopy was performed and the rv lead was found to have insulation damage. No intervention was performed and the patient was in unstable condition.

Manufacturer narrative:
Final analysis found internal insulation abrasion was noted at 11.0-12.6 cm and 28.2-29.4 cm from the distal tip and external insulation abrasion was noted at 7.1-8.0 cm and 30.3-30.7 cm from the distal tip consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Additional information noted that the right ventricular lead was explanted and replaced.